Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 354 mg/dl. The customer was changing his site and set and after he was done he was entering his information into the bolus wizard the button error happen. The customer was asked if he recalls any significant events leading to the alarm and said no events. The customer as advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the pump and revert to back up plan per health care provider instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. Act button did not respond due to corroded keypad trace. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.